Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and tried resetting the counterbalance and adjusting the master tool manipulator (mtm2). The fse then reseated the remote arm controller (rac) and replaced the master tool manipulator (mtm2). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon was not able to use the right master tool manipulator (mtmr). It seemed that there was some restriction in movement. The tse suggested to the customer that it seemed that the arm, which was controlled by the mtmr, was having a docking issue, which was restricting the movement. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator (mtm2) for failure analysis investigation. The unit was analyzed and the right mtm movement issue was found indicating fault on the mtm confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The mtm was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a surgeon side console (ssc) fixture test platform (sftp) where all relevant testing was passed within specification. Once testing was completed, the mtm was inspected, and no fault could identified. The complaint was confirmed based on field evaluation. The root cause is attributed to an issue with the rac and j5 counterbalance spring.

Event description:
Refer to h11 for follow-up information.